Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates the lead was explanted and replaced on 22 jan 2026 to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000082693.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has the impedances.